Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): a patient and company representative (rep) reported on may 11th 2016 stating that they were experiencing stimulation cutting out when they reclined. All of the defined position amplitudes were set with an amplitude value. Upright was at 4 volts, upright and mobile was at 3.9 volts, lay back was at 3 volts, lay front was at 3 volts, laying right was at 3.9 volts, and laying left was at 3.7 volts. The rep ran impedances and all were in normal range. The patient stated that they were not able to recreate the issue, so the rep was not able to run impedances when the patient felt like stimulation was cutting out. The occurrence was intermittent and related to positional movement. The rep stated that they would expand the position range "cone" and have the patient try to use stimulation with the new settings. They also created identical groups without the adaptive stimulation (as) enabled so the patient could make manual changes if necessary. The issue had been occurring since as was enabled the week prior. The indication for use was spinal pain.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that changing the angle of the "v" cone solved the problem when reclining.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.